Event description:
On (B)(6) 2012, product analysis was completed on a generator that was explanted due to end of service. Product analysis found that the generator was at end of service due to battery depletion with a battery voltage of 1.69v. The depleted battery condition was expected based on the battery life calculation. Supply current pulsing was out-of-specification; analysis indicated that during manufacture of the generator, the r35 resistor, a selectable value resistor, could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to functional specifications. The out-of-specification supply current pulsing could potentially be a contributing factor to the end of service condition; however, results of the battery longevity calculation indicated that the end-of-service condition was an expected event. Review of the manufacturer records show that all specifications were met, tests passed, and operations signed off on prior to shipment.